Event description:
Received medwatch report mw5099980. It was reported that the ventilator stopped abruptly after the change of the power management board. No patient context information was provided; it is unknown if a patient was connected to the ventilator at the time of the event. No customer/contact information or device serial number was provided in the report; therefore, no device evaluation/resolution is available. No customer/contact information or device serial number was provided in the report; therefore, no device evaluation/resolution is available.